Event description:
According to the reporter, during tubal ligation surgery, there was a failure in the proper functioning of the device in relation to the tissue dissection time (problem with the tip, almost loose) and the device was slow. The tip was still attached and did not fall into patient's cavity. It was necessary to be replaced with another device. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaw liner was melted and there appeared to be missing pieces.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (initial reporter's middle name) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw liner was melted. There appears to be missing pieces. It was reported that during the tubal ligation surgery, there was a failure in the proper functioning of the device in relation to the tissue dissection time (problem with the tip, almost loose) and the device was slow. The tip was still attached and did not fall into patient's cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Warn that use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.